Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While preparing a penumbra system ace 68 hi-flow kit (kit) for a thrombectomy procedure, the hospital technician noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked at the hub upon removal from its dispenser hoop. The kinked ace 68 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new penumbra system ace 64 reperfusion catheter (ace 64).